Event description:
A (B)(6) old female pt's son called zoll customer support to report a service code 107 (multiple abnormal shutdowns). The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. The cause for the service code is a damaged green (+3.3v), blue (can l) and white wire (driven ground) inside the trunk cable connector. The cause for the damaged wires is a cracked trunk cable connector. The root cause for the damaged connector can not be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.